Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibial component at cement to implant interface. Cement manufacturer was competitor. Doi: (B)(6) 2015; dor: (B)(6) 2018 right knee.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A photograph of the reported device was provided for review. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.